Event description:
It was reported that during a data review, the physician noted over-sensed noisy signals from the right ventricular (rv) lead. Provocative maneuvers were performed in-clinic where the noise was reproducible with movement. The physician suspected insulation damage of the rv lead to be the cause and elected to schedule a revision procedure. During the procedure, the rv lead was surgically capped and abandoned. The transvenous device therapy was disabled and left in-situ. The physician subsequently implanted a subcutaneous implantable defibrillator (s-ICD) system to resolve the event and no additional adverse patient effects were reported. The rv lead and previous device remain implanted, but out-of-service. Technical services was contacted and discussed the risk of the disabled device in-situ to enter safety mode, which could impact s-ICD sensing, but no further information was provided.